Event description:
It was reported, that the pump touch screen was unresponsive. Additionally, it was reported. That occlusion alarms occurred. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.